Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also reported that the insulin pump had a blank display. Customer's blood glucose level at the time 201 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No isolation tape damage noted on the lcd board. No corroded battery cap noted. No excessive no delivery alarm noted. The insulin pump passed prime/a33, displacement, excessive no delivery tests and self test. The insulin pump has minor scratched display window.